Event description:
It was reported that during implant. Device interrogation revealed failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: product not returning.